Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Unrelated to the event being reported on, during the surgery the patient's intubation tube came out. Once the intubation tube was again secured, the surgeon closed the patient within 10 minutes.

Event description:
It was reported by a company representative that during a craniosynostosis the account had difficulty loading and retaining the product, which caused a delay of 1.5-2.0 hours. Initially, 6 screwdrivers were loaded with screws with no issues prior to the case beginning, but during the loading process afterwards the screws would either not load or would fall off the screwdriver.

Manufacturer narrative:
The complained event cannot be confirmed because all combinations worked as intended in the handlings/pick-up tests with all returned screws/blades that were tested. The issue was discussed with the related r&d department. In a worst case combination of the screw and the blade the specified dimensions of the screw and the related blades (70-71770, 70-92028, and 70-92035) can show a difficult pick-up ability. For (B)(4) two corrections were initiated. In the correction# (B)(4) an in-house pick-up test of the external supplier screws was implemented as an initial measure. In correction (B)(4) a manufacturer change to an in-house production and the manufacturing process was improved and the wrench size was adjusted. For (B)(4) a CAPA (# (B)(4)) was initiated, which references the corrections that were already defined for (B)(4). Since 2015-sep-29 the complained delta screws (70-17104, 70-17204 and 70-17404) are manufactured in-house by stryker. The currently complained screw units were manufactured after the manufacturer change was performed.

Event description:
It was reported by a company representative that during a craniosynostosis the account had difficulty loading and retaining the product, which caused a delay of 1.5-2.0 hours. Initially, 6 screwdrivers were loaded with screws with no issues prior to the case beginning, but during the loading process afterwards the screws would either not load or would fall off the screwdriver.